Event description:
It was reported that the zimmer air dermatome had an air leak. Additional clinical follow up with the customer indicated that the issue was noticed before the case and they were able to pull another device for use during the case. There was no delay in the start of the surgical procedure.

Manufacturer narrative:
Beginning may 31, 2012, us and canadian customers were sent an urgent patient safety advisory informing them of the need for proper care and preventive maintenance of their zimmer air dermatome. Customers were informed that improperly maintained instruments may cause donor site injuries or result in damage to the graft. Customers were requested to contact zimmer to schedule maintenance for the device to accordance with the instructions for use. The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 05/11/1998 and was last repaired on (B)(4) 2006. Evaluation of the device observed an audible air leak when the hose was plugged into the repairs department power source. The same behavior was observed with the repairs department hose, ruling out the customer's hose as a potential cause. The device operated within motor speed specification; however the device kept running upon release of the throttle lever, despite the poppet not being stuck. It was observed that the control bar was loose, allowing for rotation about the calibrating shaft. The control bar was noted to be slightly below the master blade. All width plates displayed evidence of over-tightening of the width plate screws and were nicked. Additionally, wear to the swivel, head, control bar, calibrating shaft, adjustment cams and screws, motor sleeve, nut bearing lock and planetary carrier washer was noted. Prior to repair, the device was outside calibration only at the zero thickness setting on the left and right side and the side to side setting. The cause is likely the user not maintaining the device per preventative maintenance and improper handling.